Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and tested the unit. The fse was unable to reproduce the issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on 6/7/14. The customer called to report that this ventilator has a loose power knob. She stated that it is running on a patient now and running fine. There was no harm to the patient.